Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The manufacture date is not known. Alleged failure: it was reported by the sales rep brian keller the light cord is operating too hot where connects to adapter ref RMA 12121180 salesforce case number (B)(4). [Update - during the case they noticed that the metal piece of the cord where it attaches to the adaptor was hot to the touch. They said that it was hotter than the others they have used. No devices were smoking. They opened a new cord container from the spd. The delay was minimal, just the time it took for them to run a new tray up. The probable root cause/s could be the adapter was left attached on the safe light cable without an endoscope attached: light can continue to emit from the adapter, which can generate heat that can cause burns or fires if allowed to come into contact with the patient, user, or combustible materials. Laser radiation or high-intensity light can continue to emit from the adapter, which can cause severe eye injury to the patient or user. IFU states the following: test the device function prior to use. If there is any sign of malfunction, the device should not be used and returned to stryker for repair evaluation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.